Event description:
It was reported that the surgeon inserted a cq2015 collmer three-piece lens, but the lens was removed during the same surgery due to the surgeon changing his mind. The surgeon did not like the way the lens sat in the eye. The lens was removed with no pt injury, no enlarged incision or sutures. The reporter stated it was a pt issue and was not lens related.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the lens optic torn. A piece of the lens optic and one haptic were torn off and missing. There was evidence of clear surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.